Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they went to get an MRI but they keep getting a message that says therapy stopped and replace internal device to continue therapy and cannot connect to device try again. Reviewed meaning of eos message. The patient was redirected to their healthcare provider to further address the issue. Maybe about 4 months ago the therapy stopped working as well and they kept turning it up and had it reprogrammed by a manufacturing representative (rep) about 2 months ago. Patient stated they were told that their battery would 5-10 years so wanted to know why it only lasted 2 years. Patient stated they had amplitude at around 2.5 to 3.0ma. The rep did not say anything about device issues or battery longevity at their programming appointment. The patient stated they have had falls. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the eos message was unknown and unknown if it was caused by the normal battery depletion. The patient had their battery exchanged/changed to another manufacturer. Issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code missing from previous reports, correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.